Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issue on (B)(6) 2026. Patient has cognitive issues and left the infusion pump unsecured and dangling, causing tension on the infusion set that resulted in detachment of set. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.